Event description:
Event description guidant received information that the patient with this device has retained a law firm for representation due to 'injuries sustained as a result of the implant of a faulty or defective pacemaker'. The device is on an advisory.